Event description:
During the start of a procedure, a flush bag was attached to the neuron. As the tubing was connected to the hub of the neuron, the hub cracked. The catheter was withdrawn from the pt and another neuron was inserted. The procedure was completed without incident.

Manufacturer narrative:
Device investigation: during flush it was noted that the catheter leaked at the hub. There is a crack in the body of the luer fitting cone. There are kinks in the distal end of the catheter. As a result of the leak, the catheter is non-functional. According to the complaint description, the catheter was flushed and had been inserted into the pt when the connections were changed and the hub cracked. This is typically caused by overtightening of the plastic luer connection. It is most likely to occur when metal luer fittings are used with this product. The kinks in the distal tip of the catheter were not noted in the complaint description and are likely the result of post-complaint handling. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.